Event description:
Additional information was received from the neurologist stating that the patient¿s death is completely unrelated to vns. The patient¿s seizures decreased in response to vns. The patient was receiving therapy at the time of death. The patient¿s device was not explanted. The cause of death is believed to be hemorrhage from esophageal cancer and unrelated to vns. The patient passed away in the hospital. No autopsy was performed. The patient did not have a history of febrile seizures but did have a history of nocturnal seizures. The patient averaged 10-15 complex partial seizures per month. The patient did not have a history of cardiac or respiratory issues. An internal review of the available information determined that the event was unlikely sudep.

Event description:
It was reported that the patient passed away a few years prior from esophageal cancer. The relationship of the esophageal cancer to vns is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.